Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-12869. It was reported the patient was not receiving adequate therapy. As a result, the patient underwent surgical intervention to explant and replace leads. Reportedly, effective therapy was restored post-op.